Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was a power on reset (por). There was no trauma or fall that could be related to this issue. The implant/stage 2 occurred today. The clinician programmer (cp) was able to clear the por. The issue occurred today, (B)(6) 2016. The rep suspected the implantable neurostimulator (ins) was hit by cautery during implant. The rep noted programming prior to implant but received por afterward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.